Manufacturer narrative:
E1: (B)(6). Country: united states. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to elevated blood glucose levels (420 mg/dl) with positive ketones (+3). The patient was treated with intravenous insulin and insulin pen.